Manufacturer narrative:
An event regarding patient factors (death) involving a exeter stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot and sterile lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The condition of the patient suddenly changed when inserting the exeter stem after inserting the other company's cement in order to put the artificial femoral head in the cervical fracture. Immediately left the operating room while closing the wound and doing cardiac massage.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The condition of the patient suddenly changed when inserting the exeter stem after inserting the other company's cement in order to put the artificial femoral head in the cervical fracture. Immediately left the operating room while closing the wound and doing cardiac massage.